Manufacturer narrative:
H10: per additional information from the customer, the scope was reprocessed before it was sent for repair. The customer was unaware of what the blockage was and noticed the blockage during reprocessing. Also, the scope was washed following normal reprocessing procedure without delays. Whether there was deviation from IFU in reprocessing steps for the area where foreign material remained or not is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle and, in the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows; the water tightness of the forceps elevator was lost, the distal end and plastic distal end cover were chipped, the bending section cover glue was cracked, the bending tube was shortened, the bending tube and metal braid were cutting wire, the connecting tube and passive bending had scratches and snakines, paint was peeling off of the air/water nut and the suction cylinder nut, the universal cord buckles, the up and down right left knob and angulation were less than the specified values and play, the right/left knob was broken, the connecting tube/passive bending and stiffness control wire had limited movement, and the distal end and air water channel were clogged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus asset device video scope was returned with no complaint reported by the user. During inspection and testing, the nozzle was observed to be clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.